Event description:
Literature: bour lj, contarino mf. Foncke em, et al. Long-term experience with intraoperative microrecording during dbs neurosurgery in stn and gpi. Acta neurochir (wien). Dec 2010;152(12):2069-2077. Summary: intraoperative microelectrode recording (mer) for targeting during deep brain stimulation (dbs) procedures was evaluated by the authors over a period of 4 years, in 57 consecutive pts with parkinson's disease, who received dbs in the subthalamic nucleus (stn-dbs), and 28 consecutive pts with either dystonia (23) or parkinson's disease (five), in whom the internal segment of the globus pallidus (gpi-dbs) was targeted. The results indicate that mer facilitates the selection of the final electrode location in stn-dbs and gpi-dbs, and based on the observed mer activity, a pre-selection could be made as to which channel would be the best candidate for micro-test stimulation and at which depth should be stimulated. The choice of the final location is based on intraoperative test stimulation, and it is demonstrated that regularly it is not the central channel that is chosen for implantation. On average, the target as defined by mer activity intensity was in accordance with the MRI-based targets both for the stn and gpi. However, the position of the best mer activity did not necessarily correlate with the locus that produced the most beneficial clinical response on macroelectrode testing intraoperatively. Reportable event: one pt undergoing stn-dbs had a generalized seizure on postoperative day 1. CT showed bilateral subdural air, but no bleeding. See literature article with MFR report #3007566237201010775.

Manufacturer narrative:
(B)(4). Subdural air (no bleeding). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.